Manufacturer narrative:
510k # is k062195.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was prompting a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient did not recall when the alleged issue began. The cca was unable to confirm with the patient what medications, if any, she was taking to manage her diabetes at the time the alleged issue began. It is also not known if the patient made any changes to her usual diabetes management regimen as a result of the alleged issue. On an unspecified date/time after the alleged issue started, the patient reported that she developed nausea, blurred vision and felt lightheaded. The patient reported being treated with IV fluids for the nausea and a stomach ache. It is not known who provided the treatment to the patient. At the time of troubleshooting, the cca discovered that the patient had not replaced the subject meter's battery as recommended in the owner's booklet. The patient did not have a new battery at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.